Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 3 events were reported for this quarter. Product return status: 1 device was received for evaluation; 2 device was available for evaluation but has not yet been received. Evaluation status: 1 event was confirmed during testing; 1 device was found to be affected by corrosion. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. The 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 3 total events were initially reported. 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Evaluation status confirmed 2 reported events were confirmed during testing. - 2 devices were found to be affected by widespread corrosion. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact.